Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. To address the issue, cts confirmed the customer had experienced cartridge alarms with consecutive cartridges and decided to replace the pump, sending a replacement with updated software. The customer was advised to use mdi as a backup therapy to ensure insulin delivery was not interrupted and was informed of the steps needed when they received the replacement. Training would be available through their tandem source account, and steps for returning the problematic pump were acknowledged, including putting it in storage mode and using a pre-paid label for shipment via ups.